Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation that was unable to be programmed around. The patient underwent a revision procedure and the lead was repositioned. It was reported that the lead had dislodged the next day therefore, was explanted and a new epicardial lv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that there was blood/body fluid in the lumen. A guidewire was unable to be inserted from the terminal pin due to this fluid. The lead was found to be electrically continuous. The clinical observations were unable to be confirmed during laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.